Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they experienced fluctuating blood glucose. The customer reported their blood glucose was 56 mg/dl in one incident and rose to 275 mg/dl shortly after. Customer treated their blood glucose with glucose tablets during this incident. The customer also reported another incident where their blood glucose was 115 mg/dl and declined to between 40 mg/dl and 50 mg/dl shortly after. Customer declined all troubleshooting. The customer declined to return the insulin pump for analysis.